Manufacturer narrative:
(B)(4). Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 06 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications and patient was transferred to recovery in stable condition. The patient was implanted with the attune knee system and smartset bone cement x 2. Revision operative notes (B)(6) 2021 indicate the patient received a left total knee revision due to pain, swelling and aseptic loosening of the tibial and patella components. Upon entering the joint, excision of hypertrophic synovium was performed. The tibial and patella components were noted to be loose at the cement to implant interface. The femoral component was stable and not removed. Revision of the insert, tibial and patella components was performed. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 6 additional reports, all related to implant loosening. Total for lot number: 7 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95. By product family: 155 (108x smartset gmv, 47x smartset ghv).